Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch lubricated, and the unit was returned to service. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported losing the ability to ventilate during a case and had to use an ambu bag to maintain ventilation. No report of patient injury.